Event description:
It was reported that the patient had a pump stop on (B)(6) 2026 for approximately 40 minutes. The log files were submitted for review. The log did not contain data from (B)(6) 2026 prior to 19:46:49 as it was overwritten by newer incoming data. The periodic log captured no external power events, low power advisory and hazard events which were not responded to. The next timestamp captured after 16:34:35 was 18:13:01 and the patient was connected to the power module. The clock had to be reset by the ventricular assist device (vad) coordinator around 5:30 pm on (B)(6) 2026. It was stated that the patient was on backup battery power for over an hour.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump stop; however, a specific cause for the reported pump stop could not be conclusively determined as no corresponding controller event log file data was available. The left ventricular assist deice (lvad) event log file contained events from 17feb2026 to 24feb2026. A pump reset was captured on 23feb2026 at 16:44:56, which may be consistent with full depletion of the backup battery resulting in a pump stop. A second pump reset was captured at the default timestamp of 01jan2010 at 40:00:03 which appeared to be consistent with power being restored to the system. No other notable events were captured. Prior to and following the software reset events, the pump appeared to function as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 2 ¿system operations¿ of the IFU states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system¿, details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook further explains that the pump cannot run without power. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.